Event description:
On (B)(6), 2023, the reporter of the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter would not power on. The complaint was classified based on the customer care agent (cca) documentation of the initial call. The reporter informed the cca that the alleged power issue began on (B)(6), 2023, at 8 am. The reporter stated that the patient manages her diabetes with metformin 1000 mg and continued taking her usual dose of medication in response to the alleged issue. On (B)(6), 2023 at an unspecified time, the patient started developing ¿somnolence¿ due to the alleged issue. The reporter denied that the patient received any medical treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The cca documented that the correct test strips were being used for testing. The cca confirmed that the patient was able to turn the meter on manually when the power button was pressed. However, the meter did not turn on when the patient inserted a test strip. The cca concluded that the batteries did not need replacing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms of a serious injury adverse event after the alleged meter issue began.